Manufacturer narrative:
Sc1-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. Pump error 23 was found on 02/02/2026 13:25:37.000. Line=691 file=39. Pump error 68 was found on 02/02/2026 13:24:52.000. Line=691 file=39. Pump error 49 was found on 02/02/2026 13:24:52.000. Line=691 file=39. Unit passed the sleep current measurement test, active measurement test, self-test, and displacement test. All buttons were responsive and no keypad anomalies were noted during testing. No pump error 23, 49, or 68 alarms or unexpected restart noted during testing. Battery was removed from pump and monitored for 10 minutes. Unit powered up properly after inserting the battery and no unexepected alarms were noted. The baat tool was utilized to search for battery related alarms that may have occurred in the past or around the customer¿s call date. The baat tool recorded the following: battery cycle 5.0 received the lowbatteryalert (104) on 08/20/2025 07:27:00 after more than 7 days at 15.63 days. Battery cycle 4.0 received the lowbatteryalert (104) on 08/04/2025 06:36:00 faster than expected at 5.95 days. Battery cycle 3.0 received the lowbatteryalert (104) on 06/07/2025 20:16:00 after more than 7 days at 17.67 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceed by cutting unit open and perform a visual inspection on connectors and electronic assemblies. Per visual inspection, all connectors, including motor flex connector, were plugged in properly. However, moisture damage was found on motor force sensor flex connector and lcd flex connector gold traces. The following cosmetic damages were noted: scratched case and pillowing keypad overlay. In conclusion, customer¿s allegations of keypad anomaly were not confirmed when all buttons were responsive during testing. Allegations of pump error 23, 69, and 49 were not confirmed when no unexpected alarms were noted during testing. However, unit was received with battery power loss when the baat tool concluded the customer experienced an unexpected power loss of less than 7 days per the pump history records. Due to moisture damage found, isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported keypad anomaly, received pump error 23 (post-reset ram crc alarm), pump error 68 (trace pointers are invalid) and pump error 49 (history pointers failed. The history pointers are corrupted) alarms. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for keypad anomaly. Customer states the pump was neither dropped nor exposed to moisture. Buttons remains unresponsive in spite of inserting new aa battery. Instructed customer that pump will be replaced. Troubleshooting was performed for pump error alarm. Customer was able to clear the alarm, rewind the pump. Customer was advised to discontinue use of the device. No harm requiring medical intervention was reported. Mmt-1884 was requested, and customer response was the device will be returned.